Manufacturer narrative:
A ge representative evaluated the system, and replaced the monitors. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported no image on left monitor. No patient injury was reported.